Event description:
On (B)(6) 2011, pt reported that he woke in the morning with a blood glucose of 350 mg/dl and found the infusion device was not on. He removed and reinserted the battery and inserted a brand new battery, and the infusion device would not power on. Pt experienced symptoms of thirst and lower back ache due to hyperglycemia. When he went to bed, the infusion device was functioning as intended. He had not received a low battery alert or error. Correct type of battery was used in the infusion device, and the battery cover was approx 6 months old. Pt was advised on MFR recommendations. Infusion device was not dropped on a hard surface within the past 46 hours or exposed to water or insulin ingress. Pt was encouraged to contact a medical professional for treatment recommendations for hyperglycemia. Infusion device, battery, and battery cover were replaced and requested for eval. F/u was completed with pt on (B)(6) 2011. Pt reported his target blood glucose is 120-150 mg/dl. He treated hyperglycemia by switching to an old infusion device, and once he did this, blood glucose returned to normal.